Manufacturer narrative:
The insulin pump passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. Device was tested with a water fill test reservoir and no bubbles were noted. All operating currents are within specification. Device received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked case and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer's blood glucose was 418 mg/dl at the time of the incident. The customer treated their blood glucose levels with manual injections. During troubleshooting, the customer indicated that the insulin pump was not rewound with the reservoir in place and insulin was not stored at room temperature. The customer was instructed to disconnect at the quick release and prime until the air bubbles were no longer visible. The customer was unable to remove the air bubbles and was instructed to change the set; the air bubbles did not persist after the set change. The reservoir will be returned for analysis.